Manufacturer narrative:
Based on a duplicate case created for this complaint, the issue was discovered outside of use and that a replacement touchscreen was shipped to the customer. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
The customer reported that the touch screen is faulty. The customer contacted product support and reported system touchscreen is not responding. Per remote service engineer (rse) touchscreen needs replacement. It is unknown if the unit was in use on patient, but there was no patient harm reported.